Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s cgm was not connected to the ilet, prompting agent-assisted setup of a dexcom g6 with a new 23-inch 6 mm infusion set; the cgm entered warm-up after connection. Symptoms included hyperglycemia with a reported glucose of 250 mg/dl and elevated levels outside 70¿180 mg/dl for about 12 hours, without ketone testing, steroid use, medical intervention, or acute complications. Outcomes included the use of long-acting insulin as back-up therapy and no hospitalization. Investigation included troubleshooting and education to restore cgm connectivity and proceed with supply change. Investigation of this case revealed that the hyperglycemia occurred during a period when the cgm was not providing data to the ilet, and functionality resumed after reconnection and warm-up. It was concluded, based on previously established findings for similar reports, that user/system setup factors leading to loss of cgm data to the ilet were the likely cause.